Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the device was returned. A visual inspection found a partial circumferential break at the butt joint. An attempt to inflate the device found water leaking from the break. Therefore, the investigation is confirmed for a leak and break at the butt joint. The root cause for the leak in the device was found to be a partial break at the proximal balloon butt joint. However, the definitive root cause for the break could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Note: at the manufacturing site, catheters are 100% inflated, leak tested, and visually inspected for numerous defects. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found between the catheter shaft and the balloon. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found between the catheter shaft and the balloon. There was no reported patient injury.